Manufacturer narrative:
Outer base tube weldment.

Event description:
It was reported by service report that the customer alleged that the base tube was broken. Upon further inspection, the service technician found that the issue involved a broken weld on one of the outer base tube assemblies. No patient involvement or adverse consequences are reported.